Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text: not applicable. Device evaluated by bd.

Event description:
It was reported that the device was set to infuse azithromycin 500mg in 250 ml to go through over one hour. However, the pump alarmed air-in-line "a short period" after it was started, and it was noted that the entire bag of antibiotic had gone through. The device reportedly displayed "198.4ml" still to be infused. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device was set to infuse azithromycin 500mg in 250 ml to go through over one hour. However, the pump alarmed air-in-line "a short period" after it was started, and it was noted that the entire bag of antibiotic had gone through. The device reportedly displayed "198.4ml" still to be infused. There was patient involvement but no harm.